Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be disconnected flex cables.upon the request of the customer the device was locally destructed.

Manufacturer narrative:
Third party service agent evaluated the customer device and verified the reported issue. It was observed that the flex cable is disconnected, when it is connected the equipment powers up. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.